Event description:
It was reported that the patient had dizziness. At a follow-up exam, mypotential oversensing was seen on the unipolar lead, and impedances had increased, with one measurement > 5000 ohms. Intermittent capture was seen via holter. The battery voltage had decreased and the longevity projections were inconsistent. The system was explanted. No further patient complications have been reported as a result of this event.